Event description:
It was reported occlusion alarms occurred causing the customer's blood glucose was displayed as "high," but the specific value was not known. The customer had not addressed their bg level at the time of troubleshooting. A systems check was performed with tandem technical support and no issues were identified. It was resolved that the customer would replace supplies as necessary and resume insulin. No further action was noted by the customer.